Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.076" x 0.485" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, user noticed that the harmonic ace instrument's metal tip was broken. No fragment fell into the patient. The procedure was completed as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade was detached from the instrument. No fragment fell into the patient and no patient injury. There is no report of post-surgical complications and the patient has not returned to the hospital. The instrument was inspected prior to use, and no damage was found. A tip broken message occurred on the screen, the surgeon removed the instrument and confirmed that the blade was broken. The instrument did not collide with any other instruments or tools. The user removed and replaced the instrument with a backup of the same kind.